Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer under filled the cartridge with 70 units of insulin, and received a minimum fill notification after tubing had been filled to 9.8 units. Customer attempted multiple cartridges and received the same minimum fill notification each time. During troubleshooting with tandem technical support, the customer loaded a new cartridge filled with 150 units of insulin; however, the pump declared a minimum fill message. Customer's blood glucose level was not impacted. It was indicated that the customer would revert to manual insulin injections.